Manufacturer narrative:
H10: no product or photo was returned by the customer. The customer complaint of fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information was provided.

Event description:
It was reported that bd maxguard extension set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that they have had multiple bd max guard microbore extension set ref me2020 lot 25095198, that have not been patent.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.